Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was unavailable. Although unavailable for evaluation, it would not be unreasonable to expect poly material wear after approximately 18 years of implantation. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated.

Event description:
The pt was revised because of poly wear of the liner.